Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose levels were 475 mg/dl, 458 mg/dl, 249 mg/dl. Customer stated after changing the set blood glucose level going high. Customer stated they saw air bubble, they went through removing and rebooting up the insulin pump. Customer performed self-test and it was pass. Customer treated with insulin and syringe. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.